Event description:
Pt reported obtaining back-to-back blood glucose results, of 520 mg/dl and 240 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: strip lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact strip.